Manufacturer narrative:
(B)(4). Concomitant medical devices: 010000990 ¿ active articulation bearing ¿ 196740; unknown cup ¿ unknown part and lot; 00784802201 ¿ modular neck ¿ 63988735. Report source (B)(6). Customer has indicated that the product will not be returning for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced several dislocations after an unknown amount of time post initial total hip arthroplasty. The patient underwent a revision approximately 1 year post implantation where an intraprosthetic dislocation was confirmed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. Radiographs were provided and reviewed by a health care professional. Reviewed of the records identified a superolateral dislocation of the left hip arthroplasty. No fracture observed and acetabular fixation screw extends slightly beyond the medial wall. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.